Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in to inform the agent they were in the process of performing a supply change. When the procedure reached the screen prompting ¿fill tubing,¿ the patient noted that it was taking longer than usual. Upon examining the supplies, the patient observed that the luer connector was leaking; no significant cracks or damages were visible, but the needle was bent. The agent recommended that the patient apply a new luer connector, which resolved the issue. The patient was then able to complete the full supply change without any additional problems and resume insulin delivery. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.